Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, due to irregular folds making the iol hard to deliver. The procedure is completed with unspecified replacement iol. Additional information received stating that, in the surgeon¿s opinion irregular folds made it hard to deliver. Lens remained in the delivery system. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint could not be observed. Only device was returned. The device was returned in an opened blister tray inside the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. The plunger tip is bent and has split the nozzle tip. Intraocular lens (iol) was not returned. Additional information: the complainant indicates the use of company viscoelastic, which is not qualified for use with associated iol model. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).